Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable, tandem charging pad and tandem wall adapter which resulted in the pump shutting down. . Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter, charging pad and usb cable. There was no adverse impact to the customer¿s blood glucose value.